Event description:
Consumer was hit by a truck while riding in his unit.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.